Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/ discoloration on the screen and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e7 error was by-passed with a test fixture and the wand excites plasma just on one spot at distal end. The suction line was tested and performed as intended. The complaint was verified, however the device creates plasma just on one spot due to the extensive wear on the screen. Factors which contributed to the reported event are: (1) rate of ablation; (2)power settings; (3) prolonged use against dense or bony surfaces; (4) suction rate; and (5)fluid management. They are all outlined in the instruction for use provided with the device associated with set-up and use of the device and could influence the functionality of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl reconstruction surgery the tip of the wand fell off during use, the pieces could not be found in the patient. A backup device was available to complete the procedure with no delay or patient injuries.